Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled dso seal and missing one battery separator. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue of bubbled dso seal was confirmed. The root cause is currently under investigation. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a bubbled up downstream occlusion (dso) seal. Per the reporter, there were no patient adverse effects.